Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2010: patient presented with pre op diagnosis: 1) degenerative spinal stenosis with facet arthrosis at l4-5 and l5-s1. 2) degenerative lumbar scoliosis. Post op diagnosis: 1) degenerative spinal stenosis with facet arthrosis at l4-5 and l5-s1. 2) degenerative lumbar scoliosis. 3) excessive facet arthrosis. Procedures: 1) laminectomy decompression at the l4-5 and l5-s1 level. 2) posterior spinal fusion instrumentation with interbody allograft at the l4-5 and l5-s1 level utilizing a instrumentation as well as interbody peek bone ramp. 3) rh-bmp2/acs for the posterior fusion part of the procedure at the l4-5 and l5-s1 level. Op notes: local autograft supplemented with rh-bmp2/acs soaked sponge wrapped around graft was impacted in the posterolateral region predominantly on the right side for the posterior fusion part of the procedure. No complications were reported. Post-operatively, patient sustained unspecified injuries